Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set is stuck in the patient's skin tissue and can not be removed. The patient stated that the cannula is very bent and stuck inside the tissue. The patient will be going to the doctor to have the cannula removed. At the time of report the patient stated she does not suffer any pain.